Manufacturer narrative:
The customer would not return the device for repair, but instead ordered a new device. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the device displays "head error" at approximately 1500 rpm. (B)(4).